Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) would not maintain full inflation once inside the body, causing the balloon to slip through. Hemostasis was achieved via manual pressure. There was no reported patient injury. The stopcock was turned off and the indicator showed black white black. The balloon had prepped on the back table prior to insertion with no issues. The user is trained to the device. A 5f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) would not maintain full inflation once inside the body, causing the balloon to slip through. Hemostasis was achieved via manual pressure. There was no reported patient injury. The stopcock was turned off and the indicator showed black/white/black. The balloon had prepped on the back table prior to insertion with no issues. The user is trained to the device. A 5f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found closed, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. With respect to the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 5f cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was not retracted and was not completely deflated due to the presence of saline substrate noted within the balloon. The core wire was present, and the atraumatic tip did not present any damage or abnormal condition. Saline substrate was also noted within the device tubing. No additional anomalies were observed during this analysis. An attempt to perform an inflation/deflation functional analysis was made; however, the evaluation could not be completed due to the presence of saline substrate within the balloon and tubing, which impeded balloon inflation and complete deflation. Therefore, the inflation/deflation test could not be performed. A high-magnification evaluation was executed to assess the balloon and tubing. During this analysis, saline substrate previously observed during the visual and functional evaluations was confirmed within these components. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed since functional analysis could not be performed due to the blockage of saline substrate within the balloon and inflation lumen, and there were no damages noted to the balloon. The exact cause of the issue experienced with the balloon could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this dried saline substrate would not have been experienced by the user, access site vessel characteristics (which was reported to have no pvd or calcium) and/or concomitant device condition factors are possible since calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon, resulting in a loss of pressure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.